Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed positioning ¿ visibility was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported difficult or delayed positioning ¿ visibility was unable to be confirmed during return analysis, a conclusive cause for the reported difficulties cannot be determined. Inadvertent mishandling likely resulted in the noted multiple bends across the length of the proximal core. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number corrected from (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the whisper guide wire was found to have no radiopacity at the distal end of the device. A new whisper guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.